Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a minicap disconnection and subsequently experienced bacterial peritonitis. The peritonitis was manifested by cloudy effluent, fever, diarrhea, and pain. The patient experienced an infection two weeks prior to being diagnosed with peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis was reported as ¿the mini cap came off¿ (date not reported). On an unreported date, the pt began treatment for the peritonitis with vancomycin (ip-intraperitoneally, dose and frequency not reported) and keflex (oral, dose and frequency not reported) . On an unreported date, treatment was completed. On an unknown, date the pt was reported to have recovered from peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, dianeal therapies were ongoing.